Event description:
N/a.

Manufacturer narrative:
The previous reported serial number is invalid, as this is not a serialized product. The roto-lok atrau allis fcps 5mm (625113) were not returned to the manufacturer. However, visual evaluation of the photos provided by the customer was performed. Per the provided images, the jaws of the atraumatic allis grasp fcps had a broken piece detached from the device. The broken piece was visible, but not clear. The broken piece may be from the hinge. A broken hinge may result from rough handling or excessive force on the handles. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an unspecified jarit (atraumatic grasper laparoscopic surgery) was used during surgery when the tip of the instrument fell apart inside the patient. The surgeon looked for the two small pieces that came off and was able to remove them. The two pieces and the instrument were saved. A replacement device was available for use. An x-ray was not taken as staff did not feel a portable x-ray would capture the miniscule size of the pieces. The surgeon felt confident that all pieces were located. No patient harm or significant increase in surgery time occurred.